Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A review of all batch record documents was conducted for potentially associated lot number h11h17053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the minicap extended transfer had a leak. The patient was using a non-baxter alcohol based solution as a disinfectant. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. The cause of the reported condition was related to a use error. The customer reported that they used the alcoholic solution septoderm as a disinfectant. According to the transfer set direction sheet, the warnings section states the following, "do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors." Use of such solutions may lead to damaged occluder feet of the twist clamp in the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.